Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a cholecystectomy procedure, the clip would not reopen. The device remained closed on the cystic artery. After several manipulations, it opened. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device remained closed on the cystic artery. The incident occurred at the 3rd clip. The surgeon did not check if the clip were fully advanced into the jaws prior to firing. There was no torquing of the device. The surgeon heard an unusual noise at the firing. She also felt a resistance (forces higher) when firing. After several manipulation, the device opened. It was tested out of the patient, the surgeon had to use forces higher to unlock the jaws.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips and locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. No abnormal noise was noted during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.